Event description:
On (B)(6) 2013, it was reported that during a manual self-test of the device, the end customer pressed the shock button, when prompted, the unit announced a service code and immediately shut down and is no longer functional. It was reported that there was no pt involvement.

Manufacturer narrative:
Conclusion code: the investigation remains open and no conclusions can be made at this time. Based on the outcome of the investigation, should additional information become available, a follow-up report will be submitted.